Manufacturer narrative:
Per the distributor, the epgs readings were going up and down with no prompting from the perfusionist. The electronic blender was not used for the case.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) value was fluctuating. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced electronic patient gas system (epgs). The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the oxygen (o2) sensor to initially pass calibration. While attempting to verify blend checks, the system indicated the o2 sensor needed calibration again. All o2 blend readings were high compared to the o2 analyzer. The o2 sensor signal reads high in ambient air. This causes issues with calibrations and epgs o2 blend values as displayed by the system. Increasing the overall gas flow to maximum temporarily restored the sensor functionality, but the sensor reverted back to the higher output after approximately 30 minutes of use.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) duplicated the reported complaint. The electronic patient gas system (epgs) was powered up and the air and oxygen (o2) regulators were adjusted to 50 pounds per square inch (psi). The o2 analyzer calibrated successfully. Approximately a minute later a 'calibrate o2 analyzer' message displayed on the central control monitor (ccm). The o2 on the display of the ccm was out of tolerance and fluctuating. It was determined that the o2 sensor was defective and the srt replaced it. The unit operated to manufacturer's specifications. Per supplier evaluation, the device was tested and the output signals were unstable when it was expected to be constant. A high pressure dependency indicated presence of gas bubbles, therefore the decision was made to dismantle the device. Dismantling and following visual and mechanical inspection came to the conclusion that the cause of the failure was gas bubbles at the crossing of the cathode wire, glue spot and underlay. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.